Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, when the surgeon was performing a running stitch, the thread broke. Another suture was taken to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two boxes of devices sealed and one opened by the account. Visual inspection and functional testing of the sealed samples confirmed there were no abnormalities that would have caused or contributed to the reported condition. The visual inspection of the sample noted one suture and no needles. The suture was received broken with an open loop. It was observed, under magnification, that material transfer was evident at the weld site. A laced-through loop test was performed on the sealed samples, and the results exceeded the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.